Event description:
The consumer reported that the patient had severe pain at the implant site since implant on (B)(6) 2014 and wanted the device to be explanted. The patient experienced shocking and the health care provider (hcp) had to turn their device off about 6 months ago in 2015 and the shocking went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.